Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was expected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing consistent with capacitor degradation due to hydrogen gas content in the sealed pocket space. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.